Event description:
It was reported by the pmi group that a patient underwent their second revision approximately five (5) months post-implantation due to chronic dislocation caused by the humeral component coming in contact with the vrs. During this procedure, the poly and glenosphere were exchanged and the vrs component remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 110030778; lot# 64602060, item# 110031423; lot# 64673384, item# 110031400; lot# 65369937. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.